Event description:
Interruption in inotropic therapy reported: the pump was programmed to deliver 504.0ml primacor at 3.0ml/hr. It was reported that the pt's spouse called to report an error code alarm. Attempts to troubleshoot over the telephone were unsuccessful. When the nurse arrived at the pt's home (1-2 hours after initial call), nurse reported that the pt was hypotensive, hypoxic with bilateral ankle edema and rales in the left lung. There was no info available related to specific data and/or pt's condition prior to the reported event. It was reported that 30 minutes after the primacor was restarted on the replacement pump, the pt's symptoms began to subside. It was reported that 6 to 8 hours after the reported event, the pt was taken to the emergency room with similar, but less severe symptoms. The pt was admitted to the hosp. Though requested, there was no add'l info available.